Event description:
This lead was removed and replaced because it dislodged after pocket manipulation. There are no adverse events reported for this pt. The hospital retained this device. Should additional info become available, this file will be updated.